Manufacturer narrative:
Evaluation summary: additional information was provided, which indicated a qualified cartridge was used with a non-qualified viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an unexpected outcome following an intraocular lens (iol) implant procedure. The iol was exchanged. Additional information was provided by a nurse, that according to the surgeon's opinion there was a +3.00 outcome and the patient had previous radial keratometry. The event resolved with treatment.